Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off fell inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The planned procedure was completed and there was no report of patient injury or harm. Intuitive surgical, inc. (Isi) followed up and obtained the following information about the complaint: it was confirmed that the fragment was immediately retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a .062 x .238 piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Isi followed up with the customer to inform them of the results of the failure analysis investigation and the missing piece. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.